Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had corrosion of the adhesive around light guide (lg) lens. There were no reports of patient involvement.